Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The ins on the left side was eroding/coming out of the patient¿s skin. The ins and patient programmer (pp) were replaced due to erosion.